Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed deformed coils and minor cuts on the lead body. Analysis determined this damage is likely due to the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture at maximum outputs which caused to pacing inhibition. Subsequently, this lv lead was explanted and replaced. No additional adverse patient effects reported.